Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and that insulin would leak from the septum when attempting to fill the cartridge with up to 300 units of insulin. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.